Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the user was unable to login to the station and displayed errors. The technical support specialist (tss) mentioned that an error occurred during recovery which prevented the database 'dsclientoltp' (database ID 5) from restarting. The tss advised the customer to diagnose the recovery errors and fix them or restore them from a known good backup. The customer was informed to contact the tss if the errors were not corrected as expected. A technical support specialist confirmed with the customer that the issue was resolved itself. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to login. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.